Event description:
It was reported that this device delivered multiple rounds of anti-tachycardia pacing (atp) and inappropriate electric shocks due to an episode of atrial arrythmia with right ventricular (rv) lead. This device remains in service. No adverse patient effects were reported.